Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to infection.

Event description:
The customer reported infection on bottom front two teeth #24 and #25 while wearing the retainers. The treatment was discontinued. Medical intervention is required, and 24 and 25th teeth removed and now the customer is waiting for a bridge to be placed. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).